Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon evaluation, the electrode belt cable running from the distribution node (dn) to the rear therapy electrodes (te) was damaged. The cable was pulled from the dn, causing wires to be exposed. The root cause for the damaged cable cannot be positively identified, but is likely a result of physical abuse. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.

Event description:
The nurse of a (B)(6) female pt called zoll customer support to report that wires are exposed on the pt's electrode belt. The pt was issued a replacement electrode belt.